Manufacturer narrative:
This report is submitted september 6, 2018.

Event description:
Per the clinic, the patient underwent surgery to explant the device (date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on october 4, 2018.(B)(4).